Event description:
It was reported that there is intermittent no connection to the central station from the device. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no feedback from the monitor to central station, no sound. The device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.